Event description:
Caller reported a malfunction on the pump, denoted by malfunction code 12, which has occurred multiple times. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, instructing the customer on steps for receiving and returning the faulty pump, and advising them to continue using the current pump until the replacement arrived.